Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the event was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 9610726-2011-00121.

Event description:
It was reported that, "rep was told by the doctor and first assist that while they were cementing the components they used the bovie and they said that the cement caught on fire."